Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The gender of the baseline characteristics is male and the baseline age is 16 years old. Patient information is limited due to confidentiality concerns. Possible models include: thera dr 7960i, sigma sdr 303. The model listed in the report is a representative, as there is no specific model number listed. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: safety of brain 3-t mr imaging with transmit-receive head coil in patients with cardiac pacemakers: pilot prospective study with 51 examinations. Radiology 2008;249:991-1001. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pulse generators (ipg). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports device electrical resets occurring during magnetic resonance imaging (MRI) of the patient's brain. The status of the devices is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.